Manufacturer narrative:
The customer was sent replacement breast shields and this complaint was submitted for clinical assessment. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of rash/itching/allergic reaction in conjunction with use of these breast shields has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that she has a rash from the personalfit standard (24mm) breast shields she uses with both her pump in style breast pump and her freestyle breast pump (see (B)(4)). The customer also reported that she was prescribed a topical treatment by her physician. Note: the information contained in this medwatch covers use of the breast shields with the pump in style system; however, it should be noted that the breast shields were being used with both the pump in style (57xxx/8107084) as well as the freestyle pump (B)(4) systems.